Manufacturer narrative:
Additional information is provided. A forceps sample with protective bubble wrap was received with the original inner blister. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. A 100% final inspection is performed for this product. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was confirmed. It was found that the tube is loose. The complaint history was reviewed two years back. It showed comparable complaints as to the damage. It cannot be excluded that the metal tube loosened and therefore a proper activation was no longer possible. This kind of damage was already detected and investigated. It resulted that the metal tubes may loosen due to an improperly performed bonding procedure. Based on the available data, this is a single event for this finished product lot and sub-assembly lot. A design related root cause for the damage of the complained device has not been identified. No further actions are necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but cannot be anticipated for this report. (B)(4).

Event description:
A nurse reported that an ophthalmic forceps could not be loosened after it was pressed during vitrectomy surgery. The procedure was completed by using the complaint device. There was no impact to the patient.